Event description:
It was reported, the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect balloon sized to approximately 13mm. The day after implant, it was noted that the occluder had embolized to the pulmonary artery. A snare was used to remove the device and a 16mm non gore device was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
The explanted device was discarded at the hosp and no images were available for review. A review of the mfg records verified that this lot met all pre-release specifications.